Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Upon routine interrogation, the right atrial lead exhibited multiple episodes of lead noise and instances of inappropriate mode switching due to lead noise. All lead parameters were stable. It was decided that the lead would not be replaced. The patient would continue to be monitored.